Event description:
Boston scientific received information that this patient stated the battery in his implantable cardioverter defibrillator (ICD) was depleted six months ago. The patient stated he was very disappointed with the battery life and has elected to not receive a replacement device. The patient also inquired about walking through metal detectors.

Manufacturer narrative:
According to our records, the device remains implanted. Efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated, if additional information is received.